Event description:
It was reported that a spectrum pump had an issue of volume to be infusing during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue was not reproduced. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Evaluation sent the device for flow rate testing. The device was tested at a rate of 40 ml/hr, with a vtbi of 40 ml. The total amount infused was 39.558 ml, for an error percentage of -1.105%. The device was also tested at a rate of 40 ml/hr, with a vtbi of 20 ml, for an error percentage of -1.355%, which is a passing result. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.